Manufacturer narrative:
No sample collection or centrifugation was supplied. The customer batches ft4 samples and runs them once weekly. The customer is instructed to store the ft4 calibrator at -20 degrees and for single use only after thaw. A stuffer was included in the kit and a sticker was applied to the outside of the box indicating the different storage conditions. It is unknown if the customer followed these instructions. Per the customer qc charts, ft4 qc is run only on the days that ft4 testing is performed. A system check performed on (B)(4) 2011 indicates all portions passed within published specifications. Service was not dispatched for this event. No root cause can be determined for this event at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low results below the normal reference range for free thyroxine (ft4) on approximately ten (10) patients' samples, generated by the access 2 immunoassay system. Per the customer, the erroneous results were ranging <0.61 ng/dl. The physician questioned the results and ordered the patients to be redrawn. These samples were sent to a reference lab using an unspecified method and recovered higher results within the normal reference range and amended reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.